Manufacturer narrative:
Olympus obtained additional information of cleaning, disinfection and sterilization of the device from the user facility. The user facility reported that the air/water channel, the suction channel and the auxiliary channel of the device were not flushed with alcohol after reprocessing. The subject device has not been returned to omsc. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the sample collected from the instrument channel of the subject device tested positive for stenotrophomonas maltophilia (12cfu). The device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope 3, using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the device. The testing result cleared the german guideline. In the evaluation, (B)(4) confirmed a lot of scratches on the full length inside the instrument channel of the subject device. In addition, (B)(4) confirmed the followings in the evaluation. Buckles and kinks of the insertion tube. Kinks of the universal cord. Missing of the name plate on the control section. Damage on the distal end cover. The exact cause of the reported event could not be conclusively determined.